Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump primed properly. No obvious insulin odor noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that insulin was in the reservoir compartment. The customer was hospitalized on (B)(6) 2017 with a high blood glucose of 421 mg/dl as a result. The caller was treated with an injection and IV. The caller stated the cause of the hospitalization was from the insulin pump not delivering insulin. The customer was wearing the insulin pump at the time of hospitalization. The caller also reported insulin was squirting out of the insulin pump. Troubleshooting found the insulin pump passed a self test. The insulin pump will be returned for analysis.